Manufacturer narrative:
Unit received with broken off and missing the end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assy. Unable to perform displacement test due to physical damage to unit. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had damage. The customer's blood glucose value was unknown. The customer stated that drive support cap not appeared to be damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.